Manufacturer narrative:
D10 concomitant product: lf1937, jaw lap lf1937 ligasure maryland 37cm (lot # 51210146x); lf1937, jaw lap lf1937 ligasure maryland 37cm (lot#51210146x); vlft10gen, vlft10gen ft series energy platformx1 (serial # unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a surgical procedure involving two handpieces, an abnormal alarm resembling an error tone was emitted im mediately following the tissue sealing procedure. The device failed to activate both sealing and cutting functions, and there was no evidence of energy delivery or end tones heard, indicating no seal. The device could not cut at all. Cross-testing was conducted by connecting the device to three other generators available at the hospital, but the same problem persisted across all units. Subsequently, a device from a new lot number was opened, but it also exhibited the same defect. Another device was eventually opened to complete the surgery.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that the device failed to activate both sealing and cutting functions, and there was no evidence of energy delivery or end tones heard, indicating no seal. The reported issues could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.